Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose values and blood glucose values, hyperglycemia, hypoglycemia. The hypoglycemia was treated with glucose/carb intake. The low blood glucose value at the time of event was 60 to 50 mg/dl and high blood glucose value at the time of event was 160 to 180 mg/dl . Troubleshooting was performed for sensor glucose and blood glucose but declined for high/low blood glucose. The insulin delivery was suspended due to difference between sensor glucose values and blood glucose values. The sensor glucose value was 50 mg/dl and blood glucose value was 75 mg/dl. The event involved product(s) mmt-342, mmt-431a, mmt-1884l, mmt-7040b. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high/low blood glucose event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-342. No product return is required for mmt-431a. No product return is required for mmt-1884l. No product return is required for mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.